Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 was received for investigation. Visual inspection identified that the distal threads of the bio-composite screw had stripped. The screw was noted to have cracked in between the threads proximal to the hex. It was noted that the method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. As such, a probable cause can be attributed to improper bone preparation.

Event description:
It was reported that during an anterior cruciate ligament surgery the distal part of the screw broke during insertion of the device. The broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.